Event description:
During remote follow-up, undersensing was observed. Abbott technical support was contacted and suggested reprogramming the device. No intervention has been performed at this time. The patient was in stable condition.